Event description:
It was reported that the ilet bionic pancreas pump did not display dexcom g7 continuous glucose monitor (cgm) sensor readings while the dexcom mobile app continued to show glucose values, and an on-pump alert indicated pairing failed; the user was guided to re-pair by editing the pairing code, after which the pump displayed ¿pairing with sensor.¿ no clinical signs, symptoms, or conditions were reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included technical troubleshooting and education over the phone, review of on-pump alarms, and guided re-pairing. Investigation of this case revealed a communication and connectivity issue between the pump and sensor consistent with a pairing failure, with no evidence of sensor inaccuracy as the dexcom app continued to provide readings. It was concluded, based on previously established findings for similar reports, that the cause was a transient device communication issue resolved through re-pairing.